Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. Unique device identification (UDI)#: (B)(4). The microsensor was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis - the issue of the complaint has not been confirmed. The catheter passed all testing performed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, the cerelink microsensor had issues with sensor giving negative readings. The sensor zeroed as per required process. Initially the cerelink sensor was reading between 7 mmhg to 16 mmhg, within half an hour of insertion the readings dropped to 12 mmhg then -10 mmhg then -12 mmhg then -49 mmhg. At this stage the cerelink unit was switched off and the patient taken to CT and scanned. After the patient was returned to the emergency trauma, the cerelink unit turned back on with positive icp readings initially before the error cable message came on and alarmed. The nurse turned the unit off and on and the unit showed reading of 13 mmhg. At 9.20am the monitor was reading 9 mmhg. The patient was supine throughout and had not changed position. The patient was later transported to ICU with positive icp readings. The ICU nurse has then reported at 11.28 am that the monitor was now showing a reading of -20 mmhg. The nurse tried disconnecting the sensor from the cable and the cable from the box and turning the cerelink unit off/on. The monitor was still displaying a negative reading (-20 mmhg). The cerelink unit was turned off by the staff and registrar notified. The cerelink sensor is still implanted in the patient.